Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
We received an allegation of questionable reactive elecsys hbsag ii, elecsys hiv duo, and elecsys anti-hcv ii assay results for 1 patient sample tested on the cobas e 801 analytical unit this medwatch will apply to the elecsys hiv duo assay. Please refer to: medwatch with a1. Patient identifier (B)(6) for the elecsys hbsag ii assay. Medwatch with a1 patient identifier (B)(6) for the elecsys anti-hcv ii assay. The initial result was reactive. The sample was reprocessed, and the result was 0.239 coi (non-reactive). The customer also stated that they were experiencing a carry-over alarm on the test.